Manufacturer narrative:
Date of event is estimated. Please note this report submission is not late. The report is resubmitted per the request from the FDA, due to missing 3rd acknowledgement. This is caused by an FDA esg server issue from september 21 ¿ 23, 2022. This issue is documented in helpticket (B)(4). The initial submission attempt was performed on 23 september 2022.

Event description:
Related manufacturer reference number: 3006705815-2022-16720. It was reported the ipg had connection issues. As a result, the ipg was replaced.

Manufacturer narrative:
The reported event for ipg communication issue was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing.